Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported that the filter clotted during two routine hemodialysis treatments. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal blood circuit and the blood loss to inadequate heparinization as the operator had not been using heparin as instructed. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.